Event description:
A report was received from social media that the patient developed severe infection from scs and was having spinal fluid leaking from the spine. The patient was admitted to the hospital. Antibiotic was prescribed for puncture. It was unknown if the infection and the spinal leaking fluid was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient was experiencing burning sensation in the spine and metallic taste in the mouth that never goes away. No further information could be obtained.

Event description:
A report was received from social media that a recently explanted patient (see MFR report no. 3006630150-2017-01812) developed severe infection from the spinal cord system and experienced a spinal fluid leak from the spine. The patient went to emergency room (ER) where the ER physician performed a puncture incision to treat the patient. Following the ER visit, the pain physician assessed the wound looked well and only presented with a small amount of blood on the dressing that was covering it. No infection was noted. Antibiotics were prescribed for the patient due to the puncture incision performed in the ER.

Manufacturer narrative:
Additional information received from the pain physician indicated that the patient went to the emergency room for pain at the incision site post explant of scs as the patient has no symptom of infection. The pain physician had no knowledge of the patient having a csf leak. No further information could be obtained.

Event description:
A report was received from social media that a recently explanted patient (see MFR report no. 3006630150-2017-01812) developed severe infection from the spinal cord system and experienced a spinal fluid leak from the spine. The patient went to emergency room (ER) where the ER physician performed a puncture incision to treat the patient. Following the ER visit, the pain physician assessed the wound looked well and only presented with a small amount of blood on the dressing that was covering it. No infection was noted. Antibiotics were prescribed for the patient due to the puncture incision performed in the ER.